Event description:
It was reported that on the 8wt bmt unit, the spin collar separated from the male luer. Although requested, no additional information about medication/fluid, event, or patient demographics provided except there was no patient harm.

Manufacturer narrative:
The customer's report of a broken spin collar was confirmed. Inspection noted cracks along the collar component. The set's male luer was attempted to be mated to a lab mating component. It was observed that the male luer collar was not able to be securely engage onto the lab mating component and was able to be kept rotating. It was then observed that the longest crack was now fully cracked along the length of the collar. The root cause of a broken spin collar was not identified.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that on the 8wt bmt unit, the spin collar separated from the male luer. Although requested, no additional information about medication/fluid, event, or patient demographics provided except there was no known patient harm.